Event description:
Primary stability not achieved, implant wasn't completely covered with bone, no thread tap used, complication in site preparation, preceding/simultaneous bone augmentation ((B)(6) are same patient).